Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a valid minimum fill message when attempting to load a cartridge with 60 units of insulin. However, the customer added an additional 60 units and received another minimum fill message. The customer's blood glucose level was 87 mg/dl. Reportedly, the customer loaded a new cartridge successfully.